Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, b5, d4, d6a, g1, g2, h4, h6.

Event description:
Health professional reported left side capsular contracture baker grade iii and implant removal from textured to smooth due to concerns of the product. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ malaise: unable to observe as it is a medical event not related to the device. ¿ pruritus: unable to observe as it is a medical event not related to the device. ¿ lymphadenopathy: unable to observe as it is a medical event not related to the device. ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ two openings observed on the anterior side were assessed as surgical damage. ¿ creases were observed. ¿ wear abrasion observed. ¿ yellow particles observed on the surface of the shell. ¿ white calcification observed on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
The reason for reoperation is lymphadenopathy. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "inflamed lymph nodes", "fatigue" and "itchy breast skin". Device remains implanted.